Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hypoglycemia, with continuous glucose readings showing ¿low¿ and a confirmed fingerstick glucose of 46 mg/dl, reaching a nadir of 39 mg/dl and remaining under 70 mg/dl for about one hour; the user ingested oral carbohydrates including glucose tablets and regular soda, and low glucose alerts were received on the device. Symptoms included no reported loss of consciousness or other acute neurologic symptoms. Outcomes included stabilization of blood glucose within approximately 90 minutes without professional medical intervention and without assistance beyond what the user could self-manage. Investigation included a review of the event details and confirmation of alert functionality and user corrective actions. Investigation of this case revealed appropriate device alerting and user response, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.